Event description:
This lv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2012 states that lv lead was not capturing. Outputs reprogrammed to a higher output and now capturing. No reported patient symptoms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).